Manufacturer narrative:
(B)(4). Other (B)(4): the customer technical advocate (cta) instructed the customer to clean the hgb flow cell and to run a precision. The cta requested that the customer call back with the precision results. The customer called back and reported that they disconnect the incorrect tubing while cleaning the hgb flow cell and bleach went into the rbc mixing chamber. The cta walked the customer through running multiple backgrounds to clean the bleach from the rbc mix chamber. The cell-dyn 3200 system operator's manual (list number 06h60-01, revision n) (B)(4), service and maintenance, nonscheduled maintenance frequency, indicates that cleaning of the hgb flow cell should be performed when it is suspected of causing elevated hgb results or hgb imprecision. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports was performed and no adverse trends were identified for the cell-dyn 3200, list number 04h60-01, related to issues with discrepant hgb results. Based on the investigation, no product issue was identified for the cell-dyn 3200, list number 04h60-01, for issues related to discrepant hgb results. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 3200 sl analyzer generated a hemoglobin (hgb) result of 6.0 g/dl in the open mode. The sample was repeated and the hgb was in the normal range. The account stated that the sample was well mixed for both runs. There was no impact to patient management as the result was not reported.